Event description:
Facility alleges blood dleak during dialysis. Chief technician reports lower arterial line reinfused. Rest of circuit discarded. Estimated blood loss 175cc. Dialysis restarted with new dialyzer, with no further incident.